Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that at the bag change the bag was "almost full". Customer reports that he did initially see on pump that the res vol was 4.7ml. Completed the bag change/pump swap and called nelc. Customer went through event log from when new bag was placed yesterday. (B)(6) 10am noted pump reset res vol to 200ml and pump started. No alarms or interruptions. On (B)(6) noted pump stopped 11:39am today for bag/pump change. Pump with res vol 4.7ml and states that bag almost full. No patient injury was reported.